Event description:
It was reported that the preloaded intraocular lens (iol) was defective; the tip of the inserter was bent. The surgeon tried to use it, but the lens failed to slide through. There was patient contact. Through follow up, it was learned that the lens itself was not damaged, just the tip of the cartridge/inserter. The procedure was completed successfully with another lens implanted in the left eye. There was no patient injury and no medical or surgical intervention was required. Patient outcome was good. No further information was provided.

Manufacturer narrative:
. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: dec 18, 2024. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection was performed on the returned suspect product and found the plunger rod was fully retracted. The lens could be observed to be stuck in the mouth of the cartridge and was rotated counterclockwise from the standard advancement location. Viscoelastic residue was distributed through the length of the cartridge and the cartridge as well as the cartridge tip was damaged. The lens module and device assembly were inspected and presented with no issues. The plunger rod advancement was inspected and presented with no issues however the plunger rod tip was damaged. The lens was removed from the cartridge and cleaned presenting with cosmetic issues. The complaint issue was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.